Event description:
Information was received that the cuff on a smiths medical portex bivona flextend 5.0 tts ns custom trach tube the eyelet ripped after 6 months of use. No adverse effects were reported.

Event description:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes custom. Summary in h -10.

Manufacturer narrative:
Investigation results completed on a smiths medical flextend tracheostomy tube 6.0 the complaint of eyelets flange torn was visually inspected torn completely through. The second was partially torn but still intact. The end partially torn passed instrom machine testing at 11.2 lbf requirement. Pictures provided in attachments. DHR revealed no discrepancies with lot (3863189) prior to use. Theory of tube holder may have sharp edges and contact with eyelets causing damage. Warning on package. Recommendation to use tape twill as decannulation may have caused compromised in airway control.